Event description:
On (B) (6) 2007 - exam under anesthesia, left knee arthroscopic medial meniscal repair and allograft acl reconstruction. At 33 weeks later, tenderness and swelling under the incision and over the tibial screw site. Post-operative diagnosis, left knee tibial cyst and retained foreign body. A second examination under anesthesia, left knee tibial cyst excision, removal of foreign body and bone grafting allograft.

Manufacturer narrative:
Product recall was initiated on 08/21/2007. (B) (4)